Manufacturer narrative:
It was reported that follow up 1 was missing, therefore this reports is being sent as follow up 1 per request.

Event description:
A peritoneal dialysis (pd) patient stated she was in the hospital with peritonitis a month ago. Follow-up was made with the pd patient's clinic registered nurse (pdrn), and per pdrn the patient's peritonitis had resolved but the patient had transitioned to in-center hemodialysis. The pdrn said limited information was available but the peritonitis was attributed to touch contamination and not a product issue. Medical records were requested.

Manufacturer narrative:
The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Correction g7: this is follow up 1. Medical records were reviewed by post-market surveillance staff. There is no documentation in the medical record supporting a possible association between the liberty cycler, the events of peritonitis, and the outcomes of hospitalizations. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis. The multiple episodes of peritonitis represent one event of relapsing peritonitis.

Event description:
Medical records were provided by the patient's dialysis center. Based on the medical records and information captured within the complaint file, this 43 years old female esrd patient on continuous cycling peritoneal dialysis (ccpd) therapy being carried out daily through delflex via intraperitoneal (ip) route with dose regimen not reported, started dialysis therapy on (B)(6) 2014. On (B)(6) 2016, the patient presented to a hospital¿s emergency department with abdominal pain, was admitted, and diagnosed with peritonitis. The patient was initiated on ceftazidime 1gm for three days; route not reported. On (B)(6) 2016, the patient was prescribed vancomycin via intraperitoneal (ip) route; dose regimen not reported. On (B)(6) 2016, the patient was prescribed keflex (cephalexin); dose regimen and route not reported. On (B)(6) 2016, keflex 500mg twice daily was prescribed for 10 days. The last dose of keflex was administered on (B)(6) 2016. On (B)(6) 2016, the patient underwent surgical removal of their infected pd catheter and the patient¿s treatment modality was changed from pd therapy to in-center intermittent hemodialysis therapy. The patient¿s peritoneal dialysis (pd) nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment.

Manufacturer narrative:
It was reported that follow up 2 was missing, therefore this reports is being sent as follow up 1 per request.

Event description:
A peritoneal dialysis (pd) patient stated she was in the hospital with peritonitis a month ago. Follow-up was made with the pd patient's clinic registered nurse (pdrn), and per pdrn the patient's peritonitis had resolved but the patient had transitioned to in-center hemodialysis. The pdrn said limited information was available but the peritonitis was attributed to touch contamination and not a product issue. Medical records were requested.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the plan investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated she was in the hospital with peritonitis a month ago. Follow-up was made with the pd patient's clinic registered nurse (pdrn), and per pdrn the patient's peritonitis had resolved but the patient had transitioned to in-center hemodialysis. The pdrn said limited information was available but the peritonitis was attributed to touch contamination and not a product issue. Medical records were requested.